Manufacturer narrative:
(B)(4). Date sent: 1/7/2020. D4: batch # t93p44. Investigation summary: the analysis results found that an er320 device was received with the trigger closed. The device was disassembled to evaluate the condition of the internal components and it was noted that the trigger was found to be bent and the silicone was poor, not allowing that the trigger to functioned as intended. In addition, 2 clips were found remaining inside the clip track. This defect is correlated to the device manufacture. In addition, a photo was received for analysis. Upon visual inspection of the photo, the following was observed: the photo shows a "ligaclip10" (er320 device) from top view and the jaws were observed to be closed. Based on the photo alone, the event described is confirmed, however no conclusion or root cause could be determined by the photo review. Please refer to the device analysis for full analysis details and conclusion. A manufacturing record evaluation was performed for the finished device batch number and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic right hemicolectomy, the trigger was not released at the firing on the artery. Another device was used to fire on the both sides of the target tissue to remove the device from the patient. "The surgeon cut the peripheral and central side of the artery which was used the product with the replacement since the jaw was not opened. There was no bleeding and tissue damage for the patient. The patient is stable after the operation." No blood transfusion was required. Another device was used to complete the case. There were no adverse consequences to the patient.